Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: 3027858, batch: 18290059. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 18909775. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 18909775.

Event description:
It was reported that the patient no longer felt stimulation due to non functioning leads. The patient underwent a lead revision procedure where both leads and lead splitters were replaced. Upon removal of the devices, the physician noted that the lead splitters were not connected to the leads. Post-operatively the patient is doing well with pain relief.

Manufacturer narrative:
(B)(6). A visual inspection of the returned lead revealed the proximal end was fractured and separated from the lead body and it remained in the associated splitter connector. It appeared that the lead was exposed to excessive mechanical force or movement causing the lead body to be kinked and fractured after it exits the splitter connector. Hence, the probable cause for this failure is traced to component failure. Additionally, visual inspection of the proximal array revealed that the set screw was locked down on contact 16, not on the retention sleeve during the initial operation. When contacts are not properly aligned in the splitter connector, it causes high impedance readings and becomes a source of the stimulation anomaly. The IFU states to ensure that the lead is fully inserted before tightening the set screw to prevent lead damage. As the IFU caution against this, the probable cause is due to unintended use error caused or contributed to event. (B)(6) a visual inspection of the returned lead revealed multiple cables were fractured at two different locations, the clik x anchor site and near the retention sleeve. One of the cables was exposed at the clik x site. A continuity test showed all 16 cables are open. It appeared that the lead was exposed to excessive mechanical force or movement, causing the lead body to be kinked and fractured at the clik x anchor site and right after it exits the splitter connector. Hence, the probable cause was traced to component failure. The returned lead splitters (B)(6) were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient no longer felt stimulation due to non functioning leads. The patient underwent a lead revision procedure where both leads and lead splitters were replaced. Upon removal of the devices, the physician noted that the lead splitters were not connected to the leads. Post-operatively the patient is doing well with pain relief.